Manufacturer narrative:
The reported events of inability to interrogate, no magnet response, and premature discharge of battery were confirmed. The device was received with no telemetry communication and anomalous output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported a patient's pacemaker presented with failure to interrogate and no magnet response. Premature battery depletion was suspected, and the device was explanted and replaced in a procedure on (B)(6) 2023. The patient was stable.